Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the endoscopic image was flickering during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The reported event was confirmed during the evaluation step of the complaint process. During the evaluation, the image was observed flickering due to faulty main board. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The indicated phenomenon occurred because the main pcb failed and the video signal could not be processed normally. The cause of this main board failure could not be identified however it can be inferred that more than five and a half years have passed since production, which most likely caused deterioration to the board over this extended time period.